Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a patient with an existing surgical aortic valve (non-medtronic edwards carpenter), mild aortic regurgitation was noted and the patient¿s progress was good. Two years and one-month post-implant, the amount of abnormal genital hemorrhage observed has been increasing. End-stage uterine body cancer was noted. It was reported the patient¿s family requested to discontinue the administration of direct oral anticoagulant due to significant amount of bleeding. One year later, terminal uterine cancer was noted. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient¿s uterine cancer. Approximately 3 years, 6 months, 20 days following the valve implant, the patient was brought to the hospital for emergency care due to a "level drop" and blood pressure drop at a residential facility. After arriving at the hospital, the patient was found to be in bradycardic atrial fibrillation with a heart rate in the 20 beats per minute (bpm) range. Medication was administered, but there was no significant change, leading to a shift to atrial fibrillation (afib). The patient's consciousness level recovered as the heart rate increased, but shifted to narrow qrs tachycardia with heart rate of 100-110 bpm afib. To heart rate of 40 bpm. The patient's subjective symptoms were not clear, and blood pressure was maintained at 80-90 mmhg. The patient had a fever and high potassium (k). When trying to retest "l/d", for follow-up, the patient became bradycardic and went into cardiac arrest. The patient had a dnr (do not resuscitate), therefore resuscitation was not performed and the patient died. Per the physician, the relationship between the valve and the valve implant procedure and the complications were unknown.